Event description:
On (B)(6) 2003, I underwent a right total hip arthroplasty procedure. I received a depuy pinnacle 100 series, size 52 cup, ultimate all metal liner, srom 16 x 11 with 30 standard neck, 36+ 6 ball, and a 16d large sleeve. Soon after surgery, I began experiencing pain and difficulty with my implants. Since the implantation of the pinnacle device, I have experienced severe pain and discomfort and inflammation in my right thigh and right hip area. I also felt extreme discomfort when sitting, walking, or standing for periods of time, which was accompanied by numbness in my right leg. On (B)(6) 2012, I had a revision surgery to remove the pinnacle device and replace it with another hip implant. Dates of use: (B)(6) 2003 - (B)(6) 2012. Diagnosis or reason for use: degenerative joint disease, right hip.